Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported sepsis, multiorgan failure, and patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019 (approximately one month post-implant) due to sepsis and multiorgan failure. No alarms or functional issues with the lvas were reported in association with the patient's outcome. No other events were reported for this patient throughout his vad course. Information provided indicated that an autopsy was not performed; the pump was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU lists sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 weeks 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on 2019. It was reported that the patient expired due to multi organ failure & sepsis. No autopsy was performed and device was not explanted.